Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not advise shock for a rhythm that was believed to be shockable. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Section b5, executive summary has been updated. Stryker performed a clinical review and it was determined that the device use did not contribute to the patient outcome. A stryker service representative evaluated the customer's device and was unable to duplicate and verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device advised shock for a rhythm that was believed to be non-shockable. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive.